Event description:
Caller reports that during a correlation study, the patient tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No treatment based on device results. No adverse event reported. Requested return of suspect system and replacement sent.